Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to oversensing of external interference where the patient had undergone surgery for a balloon pump. The device triggered a lead integrity alert (lia) for oversensing of high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device remains in use. No further patient complications have been reported as a result of this event.